Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl, cause was unknown. Low bg was addressed by consuming glucose tablets. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.